Event description:
Reporter called on behalf of the patient alleging that the meter powers off during use. They did not experience any symptoms at the time of testing. The patient needed assistance by a non-medical professional and did not receive any treatment. The batteries were correctly installed and were replaced less than a year ago. Customer service was unable to resolve the issue and sent the patient a new meter.